Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic complaining of 3 episodes of sudden and severe shortness of breath, diaphoresis, disorientation, and dizziness that lasted 3-5 minutes. The patient reported being lethargic for several days after the event. The log files were reviewed and captured 125 pulsatility index (pi) events on (B)(6) 2024. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 09jul2024. Of note, a majority of the file contained pulsatility index (pi) events, which would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient presented to the clinic complaining of 3 episodes of severe shortness of breath, diaphoresis, disorientation, and dizziness that lasted 3 ¿ 5 minutes. The last event was on 06jul2024. The patient was lethargic several days after the event. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 4 of the IFU explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. No further information was provided. The manufacturer is closing the file on this event.